Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause was determined to be the patient manually closing the mobile app. The reported event of signal loss is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non reportable issue occurred. Data was evaluated and the allegation was confirmed as a reportable issue was confirmed. The probable cause was determined to be probable cause. The reported event of a non reportable issue is reportable based on the finding of a reportable issue. No injury or medical intervention was reported.